Event description:
On (B)(6) 2014, our (B)(4) affiliate received an e-mail from a patient reporting having experienced an ocular event while wearing acuvue oasys contacts lenses (cl). The patient was wearing the lenses on a daily wear schedule, and using opti-free lens care solution. The patient had worn contact lenses for over 10 years including acuvue product. She recently started wearing acuvue oasys lenses and reported redness os and "on the second day of use my left eye became irritated and I went to an ophthalmologic urgent that detected the beginning of an ulcer caused by the lens." The treatment regimen included flutinol q6 hrs x 14 days, ofloxacin q6 hrs x 4 days, and hylo-comod qhr. The patient had resumed contact lens wear. Due to the limited information provided the event is classified as a corneal ulcer. Our firm was unable to confirm the diagnosis or treatment with the treating eye care professional. Corneal ulcer may or may be a serious injury, due to the limited amount of information the event is submitted as worst case.

Manufacturer narrative:
Product was requested but has not been received. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly management review meetings. Device labeling for single use or reuse. Device not returned, no evaluation will be provided; unable to confirm complaint.